Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A 20mm watchman flx left atrial appendage closure device was successfully implanted. The patient was discharged on aspirin and clopidogrel. Approximately 4 weeks post procedure, the patient presented for a follow up. The transesophageal echocardiogram (tee) revealed a lot of slough and thrombus was noticed on top of the closure device. Another thrombus was noticed in the left atrium where the trans-septal puncture was performed. Heparin injections were prescribed in addition to the prescribed oral anticoagulant medication. There were no patient complications.